Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose over 600 mg/dl. Customer declined troubleshoot for high blood glucose. Customer stated that insulin pump alarmed for insulin flow blocked alarm during fill tubing. Customer states the insulin did exit. Insulin pump will not be return for analysis.